Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-45 lead implanted: (B)(6) 2011.

Event description:
It was further reported that the device was explanted and replaced. The patient did not feel comfortable using a device that the patient felt could change modes on its own.

Event description:
It was reported that the implantable pulse generator (ipg), which had been in use for about three years, had changed from ddd mode to vvi65. It was further reported that the battery voltage was not displayed. It was suggested that the device may have reached early elective replacement indicator (eri). The device remains in use and no patient complications have been reported as a result of this event.